Event description:
A report was received that the patient was explanted due to suspected infection. The patient was given IV antibiotics. The symptoms of suspected infection were discomfort at pocket site, redness and drainage. The physician suspects that the patient may have had some type of allergic tissue reaction at the pocket site.